Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had display was blank and did not return. The blood glucose at the time of the incident was 63 mg/dl and treated with juice. The customer was assisted with troubleshooting. The device was returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Formatted history file confirmed software error due to software error anomaly.